Event description:
It was reported that a motor stall occurred on (B)(6) 2012 with no recovery. A critical alarm due to motor stall was heard by the patient and confirmed by telemetry. The patient was unable to use the personal therapy manager (ptm) do deliver a bolus. The last successful bolus was the day prior to the report at 6am. At the time of the report the patient was asymptomatic but was getting ready to go to the hospital. The patient had not been exposed to MRI or known magnets. It was later reported that a motor stall recovery occurred on (B)(6); however, pump logs showed multiple motors stalls with recoveries occurred on (B)(6). "Stopped pump period may exceed tube set" occurred on (B)(6). It was indicated that at pump refill on (B)(6) there were no issues with the pump and "no new problems/progressing toward goals." The pump was replaced; however, two different replacement dates of (B)(6) 2012 were provided. Prior to the replacement the patient experienced worsening pain and pain in the lower back. The patient was given additional oral opiates and oral baclofen until the pump replacement. Patient outcome was not provided. The device system was used to deliver compounded baclofen, dilaudid and fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump found motor gear train anomaly. Corrosion and lack of lubrication was also noted. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis there was also significant residue on the upper shaft of gear 2. Also found was some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in seg ments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8835, serial # unknown, product type programmer, patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2007, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.